Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital received inappropriate therapy due to noise on the rv lead. Lead fracture was noted. The lead was capped and replaced on (B)(6) 2015. The procedure was completed successfully without adverse consequence to the patient.